Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) device to confirm device operation. Upon review, the device was found to have recorded high out of range shock impedance measurements on the right ventricular (rv) lead and pacemaker mediated tachycardia (pmt) episodes. Further review of the impedance measurements, ts confirmed an increase in rv lead shock impedance measurement to now be greater than 125 ohms which is considered to be out of range. Ts reviewed the pmt episode and noted that the rhythm appeared to be atrial driven and noted that the device algorithm successfully terminated the pmt. Ts discussed programming optimization options with the hcp. It was noted that the rv lead had been programmed off. No additional adverse patient effects were reported. At this time, the crt-d and rv lead remain in service. Subsequent additional information was received that reported that during a follow up visit, the physician performed a commanded shock to further evaluate this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The commanded shock results showed the impedances to be within normal limits (wnl) at 115 ohms. The physician will continue to monitor at this time. No additional adverse patient effects were reported. The crt-d and rv lead remain in service.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) device to confirm device operation. Upon review, the device was found to have recorded high out of range shock impedance measurements on the right ventricular (rv) lead and pacemaker mediated tachycardia (pmt) episodes. Further review of the impedance measurements, ts confirmed an increase in rv lead shock impedance measurement to now be greater than 125 ohms which is considered to be out of range. Ts reviewed the pmt episode and noted that the rhythm appeared to be atrial driven and noted that the device algorithm successfully terminated the pmt. Ts discussed programming optimization options with the hcp. It was noted that the rv lead had been programmed off. No additional adverse patient effects were reported. At this time, the crt-d and rv lead remain in service.